Event description:
It was reported that a malfunction occurred on the pump, identified by code malf 12. There was no reported impact on the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if any malfunction recurs and acknowledged the instructions.